Event description:
Reportedly, the device defibrillator would not charge during a patient use. The operator cycled power and device use was continued without further incident. The patient was resuscitated.